Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. Reportedly, the keypad was peeled/torn/worn and the up arrow and down arrow keypad buttons were unresponsive. It is unknown at this time if the keypad damage occurred prior to the button responsiveness issue or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/18/2013 with the following results: testing was unable to duplicate the keypad issue. All of the keypad buttons respond properly. Removed the keypad and found contamination only under the contrast button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.